Manufacturer narrative:
Internal identifier(s): the complaint was not confirmed and no reading issues were observed, all results were within the range specification and no errors were observed during control solution testing. Upon reviewing the meter reading logs in 2007, there was no record of 193 mg/dl per customer's complaint, but reading of 65 mg/dl recorded instead.

Event description:
Customer reported getting a high reading of 193 mg/dl from her freestyle blood glucose monitor. Customer then self administered 3 units of insulin. The customer also reported she had loss of consciousness. The paramedics were called in and the customer was taken to the emergency room. The customer received IV solution from the paramedics. The course of treatment and diagnosis at the hospital is unknown.